Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Permanent coronary ligations. This suture was used to close skin incisions. What do you mean by suture is brittle? Sutures breaks intra-op during use on mice. Did the suture break intra-op- during use on patient? Yes. When was it noticed the "suture break with a slight force?" While doing surgeries on the very first animal of this cohort. Tried 3 different sutures and all had the same result. Pre-op- before use on patient or intra-op- during use on patient? Intra-op- during use on patient while tying a knot to close skin incisions.

Event description:
It was reported by the distributor that, the suture 706g, customer is complaining that they are very brittle and they are prone to break with a slight force. There were no patient consequences reported. It is unknown if the device is available for return.